Event description:
It was reported that patient was revised on a left knee due to discomfort and patella tracking was too tight.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 32 asymmetric patella. The following other devices were also listed in this report: size 4 left cr femur; cat# unknown; lot# unknown. 4x9 mm tibial insert; cat# unknown; lot# unknown. 32 asymmetric patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.